Event description:
Mother of female stated for the last month, the patient's infusion set tubing has been breaking at the luer connection and she has been getting blockages on her infusion device. She stated the patient is very active, and normally gets 1-2 days of use from the infusion tubing before it breaks or a blockage occurs. The mother becomes aware of the broken tubing because she can smell insulin or the patient becomes very thirsty indicating high blood glucose. The patient's high readings have been between 22-27 mmol/l (396-486 mg/dl). Her normal range is 5-10 mmol/l (90-180 mg/dl). When the infusion tubing breaks, the patient changes the site and tubing, and boluses to correct high blood glucose. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.